Event description:
Procedure type: unknown. According to the reporter: the balloon broke during testing prior to the procedure. There was no contact with the patient. The operating time and incision were not extended as a result. A new instrument was used for this procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4).